Event description:
Provider states one of the wheels on this rolls wheelchair has broken off of the chair, spoke are still in tact but it is no longer attached.

Manufacturer narrative:
Follow up to be sent if additional information is received.